Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the anvil was tilted, the anvil mylar ring was crushed and the safety latch was broken. It was reported that the staples did not form as expected, an extended inpatient stay was required from product failure, an incision of more than 1 inch was needed resulting from product failure, or time was extended by more than 30 minutes resulting from product failure, significant surgical intervention was required due to the product failure, significant tissue loss occurred as a result of the product failure and a component disengaged from the device. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. These issues can occur if the instrument was applied over tissue of contraindicated thickness and if the latch was forced into disengagement prior to green indicator visibility. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: ensure that the tissue thickness can comfortably compress to 2mm for staplers with 4.8mm staples and 1.5mm for 3.5mm staples. Excess tissue thickness may result in unacceptable staple formation or incomplete knife cut. The safety will not release if the green bar is not visible in the indicator window. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a low anterior resection, before firing, the surgeon wanted to lower the fuse. The fuse has tripped. As the insertion of the stapler was difficult and lengthy due to unfavorable anatomical conditions - especially the fibrotic ring in the area of the levators, the surgeon pressed the fuse harder and it broke off. Following the use of the stapler, the staples were not closed, but only the tissue was cut. The surgeon had to use a new circular stapler and create a new anastomosis on the the ultrashort rectal cavity and forced the embroidery of a protective ileostomy. There was unanticipated tissue loss and tissue damage. The incision was extended by more than 1 inch and there was blood loss of more than 500cc. The surgical time was extended by more than 30  minutes and the hospital stay was extended by more than a week. The ileostomy is considered protective and temporary. Minimal immersion of the protective ileostomy will be done.